Event description:
It was reported that the insulin pump would not turn on despite a battery change. The customer's blood glucose was normal and no medical treatment was required. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics and on the motor. The insulin pump has cracked case at the display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.